Event description:
An ophthalmologist reported an explant of an intraocular lens two days following initial implant. Explant was performed due to postoperative inflammation. The ophthalmologist reported that something white was adhered to the surface of the intraocular lens which may have been the cause of the inflammation. From the position of the white substance on the intraocular lens it was speculated that the source of this foreign material was the forceps used to position the intraocular lens. The lens was explanted. The postoperative inflammation has resolved. No further treatment is anticipated. The ophthalmologist feels the inflammation was probably unrelated to the intraocular lens.